Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned to the manufacturer. The proximal connector was broken/detached from the hypotube at the hypotube- to-connector laser weld joint; however, examination of the distal section revealed the implant was still attached to the pusher and the marker band sat properly within the strain relief. The distal ball of the implant was found intact. The implant coils were smashed and deformed throughout its length; however the implant coil was complete and not broken, which is inconsistent with the reported complaint details. Based on the available information and evaluation of the returned device, the complaint could not be confirmed and the investigation is inconclusive. The root cause is unknown.

Event description:
It was reported that after positioning an embolization coil in an aneurysm, the coil would not detach. Four (4) attempts were made to detach the coil, without success. During removal, the distal portion of the coil detached in the aneurysm. The remainder of the coil and pusher were removed without intervention. There was no reported patient injury. The patient is reported to be fine.